Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05feb2019. The customer troubleshot with technical support. The customer was advised to replace the tray cover and was provided with part number and price.

Event description:
It was reported that the ventilator had a nut broken from the central processing unit tray cover. There was no patient involvement. The event date was not specified; estimate used.